Event description:
The reporter stated the surgeon used a cq2015a collamer aspheric three piece lens. Lens tore. No pt contact. Further info was requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: visual inspection of the returned product found the lens optic is torn in 2 pieces. One loop haptic is bent. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).